Event description:
Patient was receiving norepinephrine infusion via pump during or procedure, was determined that the rate of medication being titrated needed to be increased to 100% or greater due to patient's status, thereby prompting initiation of protocol for adjusting tubing to mitigate against the risk of under-infusion (novum iq lvp: initiating a bolus infusion or a rate change greater than 100% - direct recommendations from manufacturer (baxter)). Protocol was followed per directives however it was determined that under-infusion still occurred, thereby depriving the patient from receiving the necessary dosage of medication required due to her medical status.